Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs manager: 13 years after primary cementless tha, the stem is loose and needs replacement. The cup is stable, but the surgeon decides to replace it nonetheless, as a precautionary measure. There are visible signs of osteolysis in the proximal femur, but the surgical report does not mention any significant findings. The original insert was ceramic, so osteolysis cannot be due to pe wear debris. There is no radiographic history to allow us to evaluate the sizing and positioning of the primary stem; however, the long service time vouches for a good implantation and result. The causes for osteolysis and subsequent mobilization cannot be determined with the information at hand. Batch review performed on 31 march 2026: lot 122033: (B)(4) items manufactured and released on 31-jul-2012. Expiration date: 2017-jun-30. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is possible literature described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event and the investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Event description:
Primary surgery performed on (B)(6) 2012. On (B)(6) 2026 (13 years and 3 months post primary) revision surgery on the right-side hip performed for loosening of the stem. Head and stem revised. Successfully. No loosening of the acetabular shell. No infection.